Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer was running high and it was after a cortizone shot that he normally gets and then struggles to keep down. The customer cause of hospitalization as per health care provider was diabetic ketoacidosis. The customer is still in the intensive care unit. The customer reported via phone call indicating that the insulin pump alarm motor error during manual prime. Customer's blood glucose was 600 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did received motor error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.